Manufacturer narrative:
Asset serial number was incorrectly listed on the initial medwatch form.

Event description:
The patient claimed his animas pump does not power on. The pump lost power after she had a low battery alarm and changed the battery. There was no adverse event associated with this complaint. During troubleshooting, the reported indicated that there was no visible damaged to the battery compartment or the battery cap of the animas pump. The battery compartment did not have any corrosion. The battery was replaced but the issue was not resolved. There was no product misuse. The patient was advised to go on the backup plan as needed. This complaint is being reported as a malfunction due to the alleged power issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: one low battery alarm was observed in the black box on (B)(6) 2011 at 3:53 pm. During testing, the pump booted to the verify screen and began a 24 hour duration test; during testing the pump alarmed replace battery within 8 hours and the pump lost power. The pump alarmed to alert the user of a depleted battery prior to losing power. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. A leak test was performed and the display lens was found to be leaking. The pump electrical current draws were tested and found to be out of specifications. The pump was opened to investigate and internal moisture damage was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.